Event description:
Customer reports of having to change batteries in order to get out of rewind sequence. Other issues customer has experienced are no delivery alarms, error message with two black dots when bolus is attempted, and battery icon shows full batteries even after batteries have been inserted for a long period of time. Insulin pump passed displacement test. Customer was advised that insulin pump would be replaced. Customer's blood glucose was 150 mg/dl. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window.